Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) leads high impedances. The patient underwent a scs system explant procedure, and the explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: (B)(6), serial: (B)(6), batch:(B)(6)/(B)(6).